Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during an implant procedure, the physician experienced difficulty inserting the right ventricular (rv) lead into this implantable cardioverter defibrillator (ICD). The field representative noted that the tug test was successfully performed. Technical services (ts) discussed that the set screw is the only connection point and, if properly tightened, should ensure a secure connection. No adverse patient effects were reported. This ICD remains in service.